Manufacturer narrative:
Batch review performed on 29.03.2021: lot 185568: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved batch review performed on 29:march.2021: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2006539: (B)(4) items manufactured and released on 9-sep-2020. Expiration date: 2025-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner (implanted 3 weeks before in a previous revision surgery). The surgery was completed successfully.